Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One twist ha 3.25mmx10mm (2130) was returned for investigation. Visual inspection of the returned product identified signs of use, worn threads on the implant and a bent/damaged cover screw. Functional testing was performed for the returned product and it was determined the device did not fully seat on the implant. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the healing cap can't be screwed. The implant was removed and another implant was placed. The product was returned and the reported complaint was confirmed as the healing cap did not seat on the implant. A definitive root cause for this complaint could not be determined. The following sections have been updated: device available for evaluation change ¿no' to 'yes.' Device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing cap could not be screwed. The implant was removed and replaced.